Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. No prime anomaly or error alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he would have high blood glucose when there were 100 units of insulin left in the reservoir. Customer's blood glucose was 403 mg/dl. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.